Event description:
Info received indicates the valve was removed due to insufficiency from torn leaflets, as noted by cath prior to explant. Product inspection at retrieval noted two leaflets were torn down the mid-line and length of the valve leaflet tissue. The third leaflet was torn at the attachment point to the struth. Etiology of the tears was not determined. The valve was replaced with no subsquent pt complication reported.